Event description:
It was initially reported that the patient had a motor vehicle accident and had high impedance following the accident. The patient had a full revision and the generator and lead were returned to the manufacturer for analysis. The pulse generator was returned due to prophylactic replacement. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Note that a small portion of the lead assembly (body) including the electrode section was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. For the observed inner tubing fluid remnants, there was no obvious path for fluid ingress other than the cut ends that were made during the explanted process. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted except for the half set of setscrew marks found near the end of the connector pin indicating the lead had not been fully inserted into the cavity of the generator. The resistance measurement taken during decontamination verified an electrical and mechanical contact between the generator and connector pin at one point in time. Continuity checks of the returned lead portion were performed, during the visual analysis, with no discontinuities identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portion of the device which may have contributed to the stated complaints. Note that since a small portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. It is unclear if the half set of screw set marks were screw set marks that was the most recent connections to the generator. It is also unclear if there had been a good connection between the generator and lead that may have been severed during the motor vehicle accidents. There were no lead breaks found and the majority of the lead was returned.

Event description:
Additional information was received that x-rays were taken and were sent to the manufacturer for evaluation. Based on the x-rays received, no gross lead discontinuities or sharp angles could be visualized that could explain the high impedance experienced by the patient. However an unpronounced lead discontinuity cannot be ruled out. As the entire lead could not be assessed, continuity in that portion of the lead cannot be confirmed. The full insertion of the connector pin could not confirm due to the angle of the image. The motor vehicle accident was on (B)(6) 2011 and the high impedance was first seen (B)(6) 2012.

Manufacturer narrative:
Describe event or problem - corrected data - the initial reported inadvertently did not include the x-rays review and some additional information.

Manufacturer narrative:
.